Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed that they are not in their original packaging. Insertion device 1 was returned in the pret1 setting with the suture and t1 returned off the insertion device, t2 was still in the channel ready to deploy. Insertion device 2 was returned in the pret1 setting with no suture or implants returned insertion device 3 was returned in the pret1 setting with the suture and implants returned outside the channel with the knot fully open. Insertion device 4 was returned in the pret2/postt1 setting with no suture or implants returned. There is biological debris on the devices. A functional evaluation was performed on the returned device and found they cycle as designed. An evaluation of the image provided by the customer found four fast fix devices on top of the packaging. Two devices have the suture and both anchors outside the needle. One device has t1 off the needle and t2 still on the needle. For one device, the anchors and suture are not visible. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6 his complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an acl reconstruction surgery, the t2 of four (4) fast-fix 360 curved could not be deployed. T1 was successfully removed with tweezers and suction. The patient's status is fine. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.